Event description:
The physician reported capture failure relative to the subject pacemaker in the ventricular after 4 days of implant. A re-intervention was performed and another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper function.

Event description:
The physician reported capture failure relative to the subject pacemaker in the ventricular after 4 days of implant. A re-intervention was performed and another pacemaker was implanted.

Event description:
The physician reported capture failure relative to the subject pacemaker in the ventricular after 4 days of implant. A re-intervention was performed and another pacemaker was implanted.